Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that since having a heart ultrasound on the monday prior to the report, the stimulation stayed on in her legs; it was tingly and numb in her back, legs and feet. The patient tried turning off the stim for three hours but she could still fell the stim and it wouldn¿t shut off. At the time of the report, the patient checked the implantable neurostimulator (ins) with the patient programmer (pp) and it showed that the stim was turned on at 0.50v on program ¿a¿. When the patient was instructed on how to turn it off, she stated that she could still feel the stim; this was noted to be residual stimulation affect. On (B)(6) 2016, the patient later reported that she felt little shocking sensations daily in her feet, legs and back; she purposely turned her stim off. Her pain symptom would also increase and decrease .the patient noted that she felt these symptoms even when the stim was off. Follow-up has been attempted to contact the patient, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.